Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the bottom housing, streamline battery clip, and vent bands was confirmed via evaluation of the returned power module. The returned power module, serial number (B)(6), was visually inspected at the european distribution center (edc), where a crack in the bottom housing, damage to the streamline battery clip, and withered vent bands were observed. The power module powered on as intended and passed all functional testing. The bottom housing, streamline battery clip, and vent bands were replaced, and the streamline battery clip was forwarded to the ppe department. Upon arrival at the ppe department, the streamline battery was connected to a test power module and mock circulatory loop and no atypical alarms or issues were produced. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was first shipped to a customer on 07dec2009. The heartmate 3 instruction for use (rev. A) and heartmate power module instructions for use (rev. C) were available at the time of the event. Heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, and heartmate power module instructions for use, section 2, entitled ¿setting up the power module (pm) prior to use¿, provide instructions on how to install the power module backup battery and general use of the power module. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿ explains how to care for and clean the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3 PMA# - there was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had a cracked bottom cover, the battery clip was damaged, and the rubber vent bands were withered.